Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a prime anomaly. The blood glucose value was unknown. Customer stated that insulin pump was squirts during priming. The product will not return for the analysis.